Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that puncture closure of a right-sided vessel was attempted using a proglide device after a uterine fibroid embolization procedure. Reportedly, the proglide needles did not engage with the cuffs after being fired. A second proglide was attempted; however, when the footplate was engaged, there was resistance felt. During removal, the device feel was not right. The link was found to be tangled with the footplate so it could not retract. The device would not move in or out. The vessel was incised and the link, that was caught around the footplate and in the artery wall, was cut to remove the proglide device. Surgery to remove the proglide device damaged the femoral nerve causing numbness, pain and leg scarring. Hemostasis was achieved with surgical suturing. There was a clinically significant delay and hospitalization was prolonged two days. The patient is undergoing physiotherapy for nerve damage. No additional information was provided.

Event description:
Subsequent to the initial report, additional clarification was provided: it was reported that a venotomy closure of the right common femoral vein was attempted using a proglide device with a 6f sheath after a uterine artery embolization procedure. Reportedly, the needles did not engage with the cuffs after being fired. A second proglide was attempted; however, after the footplate was opened and the proglide was moved to engage with the vessel wall, resistance was felt. The proglide was therefore attempted to be removed. During removal, the device did not feel right. The device would not move in or out. The vessel was incised under general anesthetic and the link, that was caught around the footplate and appeared too long, was cut to remove the proglide device. Surgery, to remove the proglide device, damaged the femoral nerve causing numbness and leg scarring. Medication was given for nerve pain. There was a clinically significant delay and hospitalization was prolonged two days. The patient is undergoing physiotherapy for nerve damage. No additional information was provided.

Manufacturer narrative:
D9, h3: the device was reported as not returning, but was received. D4: lot number, expiration date h4: manufacturing date. The device was returned for analysis. The reported ¿needles did not engage with the cuffs after being fired¿ was not confirmed as not all components were returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.